Event description:
Information received from the article title ¿delayed migration of the pipeline embolization device stent following treatment of an internal carotid artery aneurysm: the need for early follow-up imaging¿, authors tymchak z. Fiorella d. Kelly m. (Saskatoon_canada {corresp}tymchak z.; saskatoon_canada), source canadian journal of neurological sciences 2013: 40(3, suppl. 1) p.s39. Treatment of a left ica (internal carotid artery) large wide-necked aneurysm measuring 10.4mm. It was reported that a patient underwent pipeline embolization treatment in which two pipelines (4.75 x 14 mm and 4.75 x 18 mm) were successfully deployed with good intra-operative result. Imaging six weeks later, revealed that the stent migrated proximally with residual contrast filling of the aneurysm. The position of the migrated stent allowed a contrast jet to be directed into the dome of the aneurysm. The patient complained of increasing headaches; therefore, she underwent a second pipeline embolization treatment with a single device (4.75 x 20 mm) in order to cover the neck of the aneurysm. No patient injury was reported as a result of the second procedure and a follow-up imaging four months later showed obliteration of the aneurysm.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient the other doctors involved in the event are as follows: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).